Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and the pinnacle pelvic floor repair kit were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystoscopy due to sui and symptomatic cystocele. It was reported that following insertion, the patient experienced pain, infection and other unspecified issues. It was also reported that patient underwent removal of anterior pinnacle mesh and posterior repair on (B)(6) 2010 due to large amount of bunched mesh along vaginal wall and apex. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent laparoscopic rou-en-y gastric bypass surgery, extensive intra-abdominal adhesions lasting more than 60 minutes of or time, excision and liver biopsy on (B)(6) 2015 by dr. (B)(6) at (B)(6).